Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported a false positive troponin on the architect i1000sr analyzer. Results provided on sample ID (B)(6) on (B)(6) 2019 that was confirmed negative at another facility. 1:59am 0.154 ng/ml, 2:16am 0.654, 2:34am 0.324, 2:53am 0.037, 4:49am 0.035. Sample was respun, repeated, and result 0.042 ng/ml, sample was repeated in different hospital 0.014 ng/ml. Customer cutoff is 0.08 ng/ml. No impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.